Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and display anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were not working properly. Customer pump will be on the bolus screen without pressing buttons to get there and sometimes the buttons do not respond when pressed. It was reported that they had crack on the front of the insulin pump. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.